Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: less than 30 minutes after the procedure started, a white part disengaged from the 5mm port head. Nothing fell into patient's cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).